Event description:
Name of procedure being performed: gynecological laparoscopy. Detailed description of event: trocar package ctf73 was opened and noticed that there was a hair in the package. Because of that, they need to change new sterile wrappings. Patient status: (no patient involvement). Type of intervention: device replacement.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of hair inside the sterile unopened pouch. Based on the condition of the returned unit and the description of the event, the hair likely originated from an operator during the manufacturing process. This is combined initial and follow-up report.